Event description:
On may 26, 2009, the lay patient was transferred from animas. The patient alleged that her one touch ping meter had been whistling after the batteries were changed. The patient did not have the products with her when she spoke with the customer care advocate. The patient denied having symptoms of receiving treatment; there is no indication that the patient experienced serious injury. The complaint is reported due to the alleged whistling noise.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.